Event description:
Essure has caused me to have severe abdominal pain/joint pain, bloating, hair loss, upper right side pain and back pain, it hurts to walk, sit or stand. I wasn't told that essure was made of nickel. During my period, I suffer really bad pain to the point I have to put a warm water bottle on my stomach.